Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR # 1219856-2010-00769 for the first event involving the same pt. It was reported per the executive director of cardiac services (in reference to the field safety alert) that "there was an incident this am with an intra-aortic balloon (iab) stuck in sheath." The clinical support specialist (css) clarified with the executive director via telephone, that this is an fsa for the flex sheath. There was a cardiovascular (cv) surgeon and cardiologist on the call as well. They opened a kit and the css clarified to them which was the flex sheath (metal with side port) and the teflon sheath (white straight). The css relayed that they can simply use the teflon sheath if they would like to do so. Additional info received from the sales representative on (B)(6) 2010 stated that she spoke to the CT surgeon that had the issue on (B)(6) 2010 in the am. The CT surgeon stated that he inserted the wire-reinforced sheath into femoral artery without difficulty. When he tried to pass the iab into the sheath, he met significant resistance and withdrew the iab. They opened an additional iab kit and he proceeded to insert a second iab to the original sheath and met with the same resistance; the iab was stuck in the sheath and not able to be removed. He then removed the sheath and the iab from the pt. They did not insert another iab although the surgeon felt the pt would benefit from intra-aortic balloon pump (iabp) therapy. The pt ended up doing ok and as of wednesday, did not have any additional complications from the procedure.